Event description:
Reporter called and stated she received a recall letter on a mighty bliss heating pad. Letter was received (B)(6) 2022. Reporter stated the recall was for "potential burning" and she was instructed to unplug right away. There was no patient involvement.